Event description:
Customer reported he experienced low blood glucose of 36 mg/dl and the sensor never responded to a low direction. Customer has also had issues with the sensor reading high when hid blood glucose is stable. Customer was unable to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.